Event description:
A gentleman with a history of coronary artery disease with a history of an interior st segment elevation myocardial infarction in 2004, at which time he received a vision bare metal stent to the distal rca. He also had cath in 2006 with normal left main with the exception of left main spasm, 40% diagonal, 20% circumflex and 20% in-stent restenosis. He has been doing fairly well until about a week ago, 2008, he noted the onset of headache, lightheadedness, weak feeling and an uneasy feeling like he was going to pass out. He said he felt somewhat disoriented in terms of having difficulty concentrating at work. He works the night shift in a furniture making factory and went home early the morning of six days later because he just did not feel well. When he got home, he received a letter from the walmart pharmacy telling him about a recall of isosorbide mononitrate that states, "a precaution due to the possibility that the product may have been distributed in oversized tablets. An oversized tablet my contain more than the intended levels of the active drug ingredient, which could result in your receiving as much as about two times the expected dosage of the drug." He had refilled his isosorbide mononitrate prescription on four days prior. He is not sure, but he thinks that there are 8 tablets that are left; the last tablet he took was 6 pm eleven days later. Since then he says that the headache is still present though it is a little more intermittent as opposed to being constant. He does overall feel a little bit better and feels these symptoms are related to "overdose of the drug."